Event description:
It was reported that there was difficulty filling or aspirating the reservoir. The healthcare professional (hcp) was unable to push or pull anything from the pump reservoir. The hcp stated the needle was patent and that she could feel the silicone septum as the needle was inserted, and it could be seen under ultrasound that the needle was in the septum. The needle could be felt hitting metal. The hcp reported she initially aspirated 2ml of ¿yellowish colored¿ fluid that was identified as drug by the hcp. The hcp thought she should have aspirated 8ml. The patient had fluid retention over the pump, and that fluid was ¿more clear than what was aspirated from the pump.¿ the hcp noted she was using a 60ml syringe to inject the 40ml pump. The hcp stated that she was able to inject saline to rinse the reservoir (it was hard to push but did ¿come back¿ when aspirated) and ¿stopped right away when she could aspirate.¿ the hcp stated she was able to aspirate more drug using a smaller 5ml syringe and reported the fluid was more clear. They were able to successfully inject 38ml into the pump before the needle felt like it started to ¿push out¿ of the septum. The reporter confirmed the needle was still engaged in the septum. The hcp was able to aspirate but still could not inject using a 60ml syringe, and the manufacturer¿s representative commented that a 60ml syringe could be hard to push. The hcp stated that the saline was going in easier but they were ¿not able to aspirate all that was injected.¿ it was also much easier to push the drug in and the saline/drug solution in the reservoir was ¿coming back slowly, not free flowing.¿ the hcp further stated that they were continuing to pull back but it was slow to aspirate (several minutes, the hcp thought there might be a couple milliliters left in the reservoir) and they were ¿pulling mainly air.¿ the hcp confirmed no air was introduced to the pump and stated she checked the connections and ¿there was no problem.¿ the fluid filled area above the pump was present prior to refill and had been imaged with ultrasound. The hcp initially stated it was the same size and was confident that there was no pocket fill, but then stated it ¿may be a little larger.¿ the patient was to stay at the clinic to be monitored. The pump was used to infuse clonidine, bupivacaine, and dilaudid (hydromorphone). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The difficulty filling/aspirating the pump was due to over pressurization and locked reservoir valve. The difficulty filling did not result in drug being filled directly into the patient. The patient did not experience any symptoms.